Event description:
During an implant procedure, the right ventricular (rv) lead became damaged. Additionally, the rv lead was observed to have been bent during the procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of material twisted/bent and lead body tubing break were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies. Electrical testing of the lead did not reveal any indication of conductor fractures or internal shorts.